Event description:
Received eletrectro shock. Many problems after ect including vision problems, high blood pressure, poor concentration, lack of balance, severe memory loss, chest pains, speech problems, insomnia, frequent tremors, leaky heart valve, loss of muscle control and panic attacks.